Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 1494 - patient selection.

Event description:
It was reported that this was an arteriotomy closure of the heavy calcified right common femoral artery using a starclose device after a peripheral angiogram diagnostic procedure using a 6f sheath. Reportedly, the device and clip were deployed; however, the device was stuck in the vessel during retraction, and could not be removed and the vessel was damaged. All steps were performed without issue. Surgical cutdown was performed to remove the device, clip and repair the vessel. Surgical suturing was used to achieve hemostasis. No additional information was provided.